Event description:
Pt was found during rounding/assessment to have a leak coming from the stoma and ventilator was not holding pressures/volumes. Emergency trach change was done for suspected blown cuff, and a new tracheostomy tube was inserted according to hospital policy. Pt tolerated procedure well and fully recovered. Old tracheostomy tube was recovered and found to be defective with a leak from the cuff.